Event description:
The customer was hospitalized for high bgs. Troubleshooting could not be completed. The contact mentioned that the cannula was bent. Also it was indicated that the customer noticed a white discharge in a few set changes in the cannula and the set was using when they were running high. The customer mentioned that the insertion was painful and ended up having bent cannulas. The customer uses cold insulin to fill the reservoir and does not follow the two high bg rule. Advised the contact that the customer should be using insulin with room temp only and should not have pain at the insertion nor discharge. The customer also has issues with the scar tissue. Instructed the customer to call the help line for further assistance.